Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye trabecular micro bypass stent system procedure, the patient presented with a micro hyphema in the anterior chamber (ac), associated with hand motion vision and red blood cells (rbc +3) observed in the ac, and some staining of the posterior surface of the lens was also observed. Per report, the view of the fundus was limited due to possible dispersion of the hemorrhage in the anterior vitreous. The patient¿s iop was reported as better, and the retina was observed flat via the ultrasound. The patient was scheduled for a follow-up visit. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing with the implanting surgeon ways to prevent and manage hyphema. Reportedly, the surgeon is managing the patient conservatively, and may consider additional treatment options based on the patient¿s iop evaluation. Additional information pertaining to patient''s iop status was requested but no new information was available at the time to this report.

Event description:
Through follow-up, the surgeon reported the following additional information. Reportedly, the patient underwent an uneventful right eye (od) stent procedure, and the patient was not on any anticoagulants pre or post operatively. The reported hyphema (grade 0) was also associated with a fluctuating iop and the patient was being managed with max treatment. The surgeon noted that the fundus was visible with pre-retinal hemorrhage due to the stents going between the retina and vitreous. The patient most recent status was reported as persistent elevated iop. In addition, the reported endothelial red blood cells (rbcs) staining with micro hyphema 2+ and inferior preretinal hemorrhage appeared to be gradually resolving with improved vision. Additional information has been requested.

Manufacturer narrative:
A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. MFR# reference: (B)(4).